Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 375 mg/dl. The user transitioned to backup therapy to address the event. No outside medical intervention was required.